Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the 4.0x19mm graftmaster stent was deployed at 15 atmospheres (atm) to treat a perforation in the right coronary artery (rca). The stent did not seal the perforation therefore a non-abbott balloon was inflated inside of the graftmaster stent to tamponade the perforation; however it continued to leak. A non-abbott stent was implanted inside the proximal portion of the graftmaster, extending proximally to fully cover the perforation. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.